Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted. Through visual inspection it was confirmed that the downstream occlusion (dso) seal was damaged. The root cause of the issue was a degraded dso seal. The complaint was upheld, and the dso seal was replaced to fix the problem. The device then passed all tests after the repairs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion sensor seal. There was unknown patient involvement.